Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was alleged that the battery compartment was damaged and that there was evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The pump failed a leak test due to this. Evidence of moisture corrosion was visible in the battery compartment. No further moisture damage was found. The pump¿s casing was also cracked near the lower right corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.